Event description:
It was reported that a pump alarmed for a system error 322 two times during an infusion (medication, programmed amount and delivery rate unknown). The customer stated that the pump "turned off and cleared program." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. During the evaluation no system error 322 was observed, however; review of the device history log confirms that the pump alarmed for a system error 322. Further engineering investigation found particulate on the lower link switch. If these particles come in between the spring and the contacts, an open door state will be created and the pump will alarm for a system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower aux assembly's have been replaced.